Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 66 mg/dl at the time of the incident. The customer¿s current blood glucose was 53mg/dl. The customer treated for low blood glucose by eating. The customer reported that he had a late lunch and a lot of activity today that caused the lows. The customer reported that he was having issues with getting pump to go into auto mode. The customer was offered to troubleshoot for low blood glucose but declined. The insulin pump will not be returned for analysis.